Event description:
It was reported that the right ventricular (rv) lead had a progressive rise in threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was further reported that the lead had dislodged prior to implant. The patient was enrolled in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).